Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 493 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer changed the infusion set and she did not do the fill cannula process as she did not know of she should perform or not. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned or analysis. The insulin pump will not be returned for analysis.